Manufacturer narrative:
Based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. The investigation showed that the device is functional. According to the information received from the field defect of the posterior ear canal wall canal wall was found during re-implantation surgery, which was most likely caused by the initial position of the transducer and led to the distorted sound sensation. During the re-implantation surgery the posterior ear canal wall was repaired and the transducer of the new device was placed in a different position. No further issues have been reported. This is a combined initial and final report.

Event description:
The surgeon noted unsatisfactory subjective performance with the device. The user reported that everything sounded distorted. Recipient was re-implanted with a new device on (B)(6) 2020.